Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Explantation was carried out but the device has not been received yet.

Event description:
On (B)(6) 2020 the user has stopped hearing with the device, prior to this the user had been hearing well. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2020 the user stopped hearing with the device.

Event description:
On 29-nov-2020 the user stopped hearing with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
On (B)(6) 2020 the user has stopped hearing with the device, prior to this the user had been hearing well. The user was re-implanted.